Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that one touch ultramini meter is giving an "apply sample" message. The pt tests her blood glucose 4 times or more per day. The patient takes insulin based on a sliding scale. After the reported issue began on three days prior to original date, the pt may not have been able to test her blood glucose for 3 days. During this time frame, the pt developed symptoms described as "lightheaded and shaky." The pt did not test on any other device and did not take any action in regards to diabetes treatment. The pt received assistance from her healthcare provider but did not receive any diabetes treatment. During troubleshooting, the customer care advocate verified that the testing technique was not correct and the reported issue was resolved with training. This complaint is being reported because the patient claimed she had symptoms that can be associated with severe hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.